Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cracks were observed in the windows. The patient gor al (male, birth: 01/05/1958, 68 kg), the defect involved an incidental discovery of broken inner cannulas during the switch between the fenestrated and non-fenestrated cannula during ventilation sessions. Regarding clinical impact, no tracheal lesions or direct patient harm were observed, as the area was protected by the outer cannula. However, the issue led to forced hospital returns for assessment and premature cannula replacement before the 29-day regulation period to avoid infectious/traumatic risks and unnecessary financial costs. No medical treatment or intervention was required. There was patient involvement.